Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient accidentally twisted his ankle while walking. He remained conscious; however, his wife observed that he was sweating heavily and feeling hot. Upon checking his dexcom device, the display showed a sensor fail alert. The patient¿s wife then verified his blood glucose using a blood glucose meter (bgm), which showed a reading of 41 mg/dl. She administered sugar to treat the hypoglycemia. Following treatment, the patient¿s condition improved, and he was reported to be feeling fine at the time of the report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.